Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 7. Reference MFR reports: # 1627487-2013-19868, 19869, 19870, 19871, 19872, 19873. Note the pt received two extensions, model # 3341, as part of the scs system. It was reported the pt's scs system was explanted. The surgery date and the reason for the explant are unk.